Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the right ventricular (rv) channel which could be reproduced with arm movements. A revision procedure was performed and lead body damage was identified. This lead was removed from service and replaced. No additional adverse patient effects were reported.